Event description:
It was reported that, 'the pt had a 16mm ts insert and revised to a 19mm ts insert. The pt also had a large osteophyte removed, improved pain."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Medical records and x-rays are not available per hospital protocol. Should add'l info become available, the eval summary will be submitted in a supplemental report.